Event description:
It was reported that the device was post sensed t wave oversensing on the ventricular lead and was stored on egm. Patient was asymptomatic. Device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.